Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately compared to the another meter. The patient reported blood glucose results of "150 mg/dl" with a lifescan meter and "100 mg/dl" on another meter. The issue was not resolved with troubleshooting.